Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (event site state).

Event description:
N/a

Event description:
It was reported by customer that during use, the intra-aortic balloon (iab) was unable to advance through the sheath included in the kit. A second balloon was opened and had the same issue with this balloon. Customer has replaced the sheath with another vascular sheath and still had much difficulty but was eventually successful. There was no harm to the patient and the iab was functioning as expected.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID #(B)(4).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h6(type of investigation, investigation findings, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath and dilator were also returned. The returned sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Event description:
N/a.